Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. Model: 3058, neuro ipg; implant: (B)(6) 2011, model: 3093-28, neuro lead; implant: (B)(6) 2011, model: 3037, neuro programmer. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited a lead integrity alert (lia). Impedance levels were steady both pre and post the date of the lia. It was noted that the patient did have liver surgery on the date of the lia and the alert could have been triggered by being exposed to electrosurgery. The lead remains in use. No patient complications have been reported as a result of this event.